Manufacturer narrative:
The device was n ot returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During review of a peritoneal dialysis (pd) patient's medical records it was discovered the patient required a previous inguinal hernia repair on an unknown date. Follow up was made with the pd patient's clinic registered nurse (rn), who stated no additional information was available regarding this occurrence.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device is unavailable for investigation as the serial number is unknown. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff, medical records indicate the patient had a previous surgery for inguinal hernia repair on an unknown date. The peritoneal dialysis registered nurse (pdrn) stated she was unable to locate any additional information regarding the patient's past surgical history of an inguinal hernia repair. Medical records do not contain a history and physical for this event. Other history and physicals in the medical records reveal the patient had a surgical repair for inguinal hernia. Medical records do not contain medication records, dialysis treatment records, progress notes, surgical notes, lab/diagnostic tests or physician orders for this alleged inguinal hernia. There is no mention in the medical record on the source of the inguinal hernia. Medical records do not reveal the date of this hernia surgery. There is no documentation in the medical record that indicates the hernia occurred after or before patient started peritoneal dialysis. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's hernia.